Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 04.647.127s, synthes lot number: 56p2723, manufacturing site: mezzovico, release to warehouse date: june 5, 2020, expiry date: may 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device it can be seen that the tan part of the implant has scratches, deformation and discoloration, most likely a result of explantation with hard tools. The peek part of the implant has some damage/deformation those signs possibly resulted from mechanical work as by explantation. Furthermore, there are no visible signs of a product issue or defect. Based on the complaint description the part fell apart by use, but we have the implant received assembled condition. In addition, the part is showing some foreign substance in the screw holes and also in the big hole between the tan and peek part, visible as brown and black spots. Functional test: based on the complaint description the part fell apart by use, but we have the implant received assembled condition. Nevertheless, we have disassembled the implant in to the two parts (tan and peek), afterwards we have them assembled again. At the assemble we heard the typical click sound which indicates a proper assembly. There are no visible signs of a product issue or defect. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Summary: the complaint is confirmed, based on the damage at the implant after explantation. Furthermore, we are not able to confirm an ¿functional issue¿. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints from this article and lot number. Based on the provided information received from surgeon ¿while trying to remove the implant to reset it the plate disconnected from the cage¿, we strongly have to assume that the implant got damaged by explantation. No product issue/defect got reported or/and identified. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. A root cause could not be determined, most likely a handling error could have led to the complaint description, as the article fell apart after unpacking by use. To prevent such problems, it is necessary to operate according to the surgical technique . Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: after the implant had been placed the surgeon wanted to readjust the implant. While trying to remove the implant to reset it, the plate disconnected from the cage. A new cage was used to successfully complete the procedure with no delay and no harm to the patient reported. This report is for a zero-p va cage. This is report 1 of 1 for (B)(4).